Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. D9: device availability unknown/not provided.

Event description:
Doctor reported that implant fractured and abutment screw fractured at tooth site 44, so that bridge fell out a year and 2 months after prosthetic treatment and implant was removed. The procedure lasted longer, as implant had to be re-drilled. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss310, (osseotite implant 3.75 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured below the collar. The alleged fractured screw was not returned for evaluation and no evidence was found of the fractured screw inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2022071403. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022071403 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.